Event description:
Device 1 of 3: MFR reference report: 1627487-2019-03364 and 1627487-2019-03365. It was reported that the patient had a fall and therapy was lost. Surgery occurred on (B)(6) 2019 and the ipg and both leads were explanted and replaced. Therapy has been restored post operatively.